Event description:
(1/2 reference (B)(4) for related complaints) (documenting cassette #1) per medwatch mw5109340: patient reports using 2 cassettes on (B)(6) 2022 when pump alarm went off. Patient does not know why the pump alarmed on these particular cassettes. Patient wasted the cassettes and was eventually able to resume infusion with a third cassette. Cassette lot numbers unknown. No other information, details or dates provided. Did the reported product fault occur while in use with then patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? No. Did we [MFR] replace the cassette? Yes. Did the patient have add'l cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.

Event description:
Additional information received. Patient details updated.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine, whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed, as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.